Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump drains her battery and resets her settings. Customer stated the device alarmed battery out limit every two hours. Customer states the alarm has been reoccurring since (B)(6) 2014. First time it alarmed was (B)(6) 2014. Customer states the device tends to shut off during the night. Customer does not recall blood glucose level. Customer declined a new battery cap and wanted the device replaced. No further information reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at display window corner, display window and minor scratched lcd window.